Manufacturer narrative:
The insulin pump was received with blank display due to faulty interface board. Analysis was unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to blank display. The insulin pump was received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer reported that they were experiencing high blood glucose. The customer's blood glucose was 500 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the display did not return after troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.